Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, errors related to the blower motor were found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. In addition, during the device's evaluation, a failure related to the nurse remote alarm connector was observed. The device's interface board was replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no patient harm or injury reported.